Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that medication does not flow during priming with a bd ultra fine¿ pen needles. This occurred on 4 separate occasions during use, however, the date/time is unknown. The following information was provided by the company reporter: it was reported by the consumer that nothing comes out of the pen needle during priming. Consumer reported nothing comes out of the pen needle during the priming. Incident-unknown; occurence-4;sample discarded. She uses new pen needle for each time of her injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication does not flow during priming with a bd ultra fine¿ pen needles. This occurred on 4 separate occasions during use, however, the date/time is unknown. The following information was provided by the company reporter: it was reported by the consumer that nothing comes out of the pen needle during priming. Consumer reported nothing comes out of the pen needle during the priming. Incident-unknown; occurence- 4; sample discarded. She uses new pen needle for each time of her injection.